Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one additional incident/complaint from this lot. The investigation determined the reported issues are related to a product quality issue. The issues are being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.d10, h3: device not available for evaluation h6: device code 1562 removed.

Event description:
Subsequent to the initial 30-day medwatch report, it was noted that the balloon did not separate from the delivery system, and was was not off the wire. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was non tortuous, mildly calcified and 65% stenosed. The nc trek balloon was inflated to 12 atmospheres but failed to deflate and the delivery system could not be moved out of the aorta. The device was then moved proximally into a larger vessel to attempt to deflate the balloon, but the balloon appeared to be off the wire and failed to deflate while under negative pressure. Eventually, the balloon was deflated after continually attempting to re-inflate and deflate with no intervention required. The device was ultimately removed from the patient with no adverse patient effects or clinically significant delay. No additional information was provided.